Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Instrument broke during operation.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding crack/fracture involving a restoration modular impactor was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Instrument broke during operation.